Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported her blood glucose reading was "hi" and thought it must be over 600 mg/dl. She stated she has been away from home all day and her insulin infusion device has been giving e4 (occlusion) error messages off and on all day. She stated, she ate a full meal and was unable to give herself a bolus of insulin. She said, she feels she has not gotten any insulin. The patient stated, she has to frequently urinate, feels irritated, cold, very thirsty, her eyes are unfocused, her brain is "fuzzy," and she has thrown up. She stated she currently has no other method of treatment. During troubleshooting, the e4 message was cleared and the patient was instructed to put the infusion device in stop mode and disconnect. She did so and was then instructed to bolus 3-5 units of insulin into the air which went through without error. The patient stated she had not changed her infusion set (competitor's product) as she had been gone all day and had just gotten home. She changed the infusion set and then instructed to reconnect to the infusion device and give herself a bolus which went through with no occlusion. The patient stated "it is obvious" that the issue was with her infusion site. She stated her stomach is scarred everywhere she has put an infusion set. The patient was educated on site rotation and alternate infusion sites. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.